Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm tip-up fenestrated grasper instrument to perform failure analysis. The instrument was analyzed and was found to have a broken main tube approximately 2.14" from the distal tip. A piece measuring approximately 0.96mm x 1.90mm was missing from the instrument. Components adjacent to this broken main tube did not show damage.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the 8mm tip-up fenestrated grasper instrument broke at the wrist joint. The instrument had to be removed with the trocar. No fragments fell into the patient. The procedure was completed with no reported injury.